Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A surgeon reported an anterior capsule tear in a patient's right eye during laser assisted cataract surgery. While removing the capsule, the doctor noted that is was not completely free. Primary incision was exited and this is when the tear resulted. Tear occurred from 12 o'clock to 2 o'clock position. Cataract was extracted and an anterior chamber intraocular lens (iol) was inserted. Primary incision had to be widen to allow room for the lens cartridge to be placed and the iol to be inserted. After irrigation and aspiration, a nylon stitch was placed in the primary incision and wound was hydrated to help seal properly. The doctor noted not being able to see the area under the secondary incision made by the laser because the surgeon had placed it so anteriorly.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. Company clinical applications specialist (cas) was on site when the event occurred and confirmed that the incorrect surgical technique was used to remove the capsule. The capsule was not checked or removed circumferentially. The cas stated that the surgeon was unable to see the area of the capsule under the secondary incision because he had placed it anteriorly. The capsule was also removed radially instead of circumferentially. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical technique. (B)(4).